Manufacturer narrative:
(B)(4). This complaint was for a report of peritonitis in which no device malfunction or use error was reported. The nurse declined to comment and provide needed information related to this event. The complaint was not confirmed and the cause was not identified because the sample was not returned for evaluation and the home patient did not report any type of use error that might have led to the issue. A review of all batch record documents for the potentially associated lots h11b18096 and h11d20106 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
Initially the customer contacted baxter's technical service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use. The solution to this issue was provided over the phone. During the conversation, the caregiver (cg) stated the home patient (hp) "already had an infection from the last one". On (B)(6) 2011, follow-up information was received from the consumer. The patient informed that the reported infection was peritonitis, which resolved and he discussed the alarm with his nurse. It was not reported if remedial treatment was rendered. The patient was continuing therapy without issues. On (B)(6) 2011 baxter product surveillance contacted the peritoneal dialysis nurse (pdn) requesting further information regarding the peritonitis event. The pdn declined to provide any information stating "I am sorry, but we do not give out any information". No further information is available.